Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the thread slipped when locking the screw. It occurred during surgery and the procedure was prolonged for about 10 minutes. The malfunction had minimal impact to the patient; the screw was taken out and replaced by another device. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - product return date h6 - codes updated investigation: we made a visual inspection of the screw. In the first step we investigated the hexagon of the screw. The hexagon of the screw is in a proper condition and shows only slight wear. In the next step we investigated the bottom of the screw.here we found the typically circular wear of a not properly tightened screw, respectively a screw that was tightened over a not correcly placed rod. After that we checked the thread of the screw. The thread is partially sheared off. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no simlilar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((6)10 severity x (2)10 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the damages to the screw lead to the assumption that the surgeon attached the screw incorrectly at the pedicle screw (cross threading). Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results a CAPA is not required.